Event description:
It was reported by the customer that the cs100 intra aortic balloon pump (iabp) had display defective & low vacuum error. There was no patient involvement or adverse event reported.

Manufacturer narrative:
A getinge field service engineer (fse) replaced display (0160-00-0013) and drive manifold (0104-00-0081) and iabp was working fine. Performed all the calibration and functional tests found within limit. Machine was working fine. Updated data: b4, g3, g6, h1, h2, h11, e4, b5, d4 (catalog) h6 (type of investigation, investigation findings, component codes, investigation conclusions).

Event description:
It was reported that an unknown intra aortic balloon (iab) had low vacuum ¿ system failure alarm and the display was defective. There was no patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.